Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is created to captured the intra-op event reported that initially an attempts to place asr cup however, unsuccessful due to cup doesn't seat well and unstable. Instead this was replaced with a pinnacle product. Doe: (B)(6) 2008; right hip.